Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two main station drawers were not recognized, resulting in drawer failure and inability to recover the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 were not detected on the bus. A field service engineer (fse) opened the back of the drawer and replaced the retractor band for drawer 2-1. All drawers and pockets were restored to normal operation. The unit was tested in diagnostics, and pharmacy verified functionality in the application. The system functioned as intended after the field service engineer repaired the device.